Event description:
It was reported that according to the nurses report, the nurses are experiencing extreme tackiness of the dressing and it is pulling and tearing soft tissue and causing more damage to the wound bed area. "It is pulling skin off" and leaving "major glue" on the patient upon removal of allevyn foam.